Event description:
It was reported that the patient felt tired and short of breath, and went to the hospital. There, it was noted that the patient's heart rate was 35 bpm with no pacing output. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed there was no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. And any injury that may have occurred.